Event description:
The patient reportedly had no sound percept following head trauma. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device is to be scheduled.